Manufacturer narrative:
The complaint of a leak at the septum was confirmed and the cause appeared to be manufacturing related. One 18g nexiva IV catheter was provided for investigation. The septum and canister were deformed, which suggests that the septum was misaligned within the catheter adapter at the time of assembly. The damage likely created a leak path. The damage appeared to be manufacturing related and the appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Injuries or adverse event: no. Reported issue: 18g 1.25in IV catheter inserted into patient. Catheter had a hole in it at the grey piece behind the "wings". IV had to be replaced because it was not usable.